Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex g,b,c codes and manufacturer narrative. Investigation summary: the reported issue of right iui with corrosion was able to be confirmed from a picture provided by customer. No inspection and testing could be performed as no device was returned for investigation. Bd alaris system iui inspection tip sheet recommends inspecting inter-unit interface (iui) connectors on each alaris pc unit and on each module prior to every use. If any surface contaminants, or blue or green deposits are visible, this means the connector requires replacement. Bd alaris user manual (v12.3.1) warns to use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. This device was reported to have no patient involvement. Root cause: the probable cause for the reported right iui with corrosion was not able to be confirmed as no device was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that a pump module was observed with right side iui corrosion. This was reported to bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported by the customer that a pump module was observed with right side iui corrosion. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.